Event description:
It was reported that the patient received inappropriate shocks as a result of atrial fibrillation with rapid ventricular response. It was also reported that the device may have reached the elective replacement indicator [eri] prematurely. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).